Event description:
It was reported that the lead had decreasing right ventricular impedances over time from 611 ohms to the 270 ohm range. The company's technical services consultant stated there was a change in impedance of greater than 30% and recommended considering lead replacement. The lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.